Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg) and increased charging burden. The patient underwent procedure where the ipg was replaced. Post operatively, the patient was recovering as expected. The device will not be returned as it was retained by the customer.